Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose levels and issues with the insulin pump. Customer's blood glucose level was 47 mg/dl. Troubleshooting for low blood glucose was performed. Customer advised they changed their doctor and the new one did not know how to change the settings on the insulin pump. Customer declined to troubleshoot the insulin pump. Customer was assisted with programming the insulin pump properly. Customer advised they would follow up with their healthcare provider and make necessary changes to the settings on the insulin pump.